Event description:
It was reported that during a stenting treatment procedure a stent delivery device was stuck on a guide wire. The 70% stenosed target lesion was located in the moderately calcified and non tortuous circumflex artery. The 2.75 x 8mm promus element plus mr stent delivery system (sds) was advanced, but was unable to cross the lesion. When this device was removed together with the guide wire, outside the patient, the distal end of the sds would not come off of the proximal end of the guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).